Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: IV catheter was placed in patient's hand (B)(6) 2022. It remained in place working fine for full length of stay until (B)(6) 2022. On removal a part of the catheter was retained in the patient's hand. Required surgery for vein resection to remove the catheter part.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.